Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). It was reported that the device doesn't seem to be working right. The patient mentioned it's been 2-3 weeks or maybe a week since the implant battery was charged to 100% and never decreased a charge until this morning. Caller said the implant battery went down to 80% this morning. Caller called the rep last monday or so and told them to monitor the issue. Agent reviewed ins battery depletion. Agent confirmed the stimulation was on and the patient was using group a with intensity 2.0 agent advised caller to monitor the issue and call back if the issue persists. Patient rep called back repeating the implant battery was not depleting. Caller said they charged on friday and the implant was at 90%, but today the implant battery is still 90%. Caller confirmed stim was on and intensity settings weren't at 0. Agent reviewed battery depletion depended on settings/usage and redirected to doctor to further address the issue. Caller said they had tried contacting the rep they would usually meet with at the pain clinic, but that was a week ago and they hadn't heard back. Agent reviewed role of rep and redirected to doctor's office. Nurse called and provided similar information already documented in this case. The caller's understanding was for the past two weeks, the ins is not providing stimulation and not 'using any of the battery power'. Agent reviewed the previous guidance of consulting with managing physician's office. The caller states the pt has not been able to reach rep, agent reviewed considerations around reps and doctors and noted the pt should start with managing doc's office. Agent also provided nas number.